Manufacturer narrative:
Correction: g3 should be (B)(6)2021 in initial report.

Event description:
It was reported that a peritoneal dialysis (pd) patient has an infection. Upon follow-up, the patient¿s pd nurse confirmed the patient is presumed to have peritonitis (characterized by symptoms of cloudy pd fluid and abdominal pain). It was reported that the patient was seen in the outpatient pd clinic and had a pd culture obtained. However, the nurse stated the culture results are not available. Reportedly, the patient is being treated with vancomycin and ceftazidime (per clinic algorithm) intra-peritoneal on an outpatient basis. Per the nurse, the patient is recovering and continues pd with the same cycler. The nurse stated the patient did not have any fluid leaks or any issues with fresenius device, or product in relation to the event. The nurse indicated it is highly suspected the patient caused a breach in aseptic technique as the patient has a vision impairment which affects the ability to do pd aseptically.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. Based on the reported information, the peritonitis may have been associated with a breach in aseptic technique caused by a vision impairment with the patient, as reported by the patient¿s nurse. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient has an infection. Upon follow-up, the patient¿s pd nurse confirmed the patient is presumed to have peritonitis (characterized by symptoms of cloudy pd fluid and abdominal pain). It was reported that the patient was seen in the outpatient pd clinic and had a pd culture obtained. However, the nurse stated the culture results are not available. Reportedly, the patient is being treated with vancomycin and ceftazidime (per clinic algorithm) intra-peritoneal on an outpatient basis. Per the nurse, the patient is recovering and continues pd with the same cycler. The nurse stated the patient did not have any fluid leaks or any issues with fresenius device, or product in relation to the event. The nurse indicated it is highly suspected the patient caused a breach in aseptic technique as the patient has a vision impairment which affects the ability to do pd aseptically.

Event description:
It was reported that a peritoneal dialysis (pd) patient has an infection. Upon follow-up, the patient¿s pd nurse confirmed the patient is presumed to have peritonitis (characterized by symptoms of cloudy pd fluid and abdominal pain). It was reported that the patient was seen in the outpatient pd clinic and had a pd culture obtained. However, the nurse stated the culture results are not available. Reportedly, the patient is being treated with vancomycin and ceftazidime (per clinic algorithm) intra-peritoneal on an outpatient basis. Per the nurse, the patient is recovering and continues pd with the same cycler. The nurse stated the patient did not have any fluid leaks or any issues with fresenius device, or product in relation to the event. The nurse indicated it is highly suspected the patient caused a breach in aseptic technique as the patient has a vision impairment which affects the ability to do pd aseptically.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. In addition, the user guide was reviewed and states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time the reported incident could be attributed to end user error in accordance to the complaint description. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.